Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code "malf 3." There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.